Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc was not booting up, but the pc could start manually. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis. However, a review of the system log file showed that a flexvision pc was malfunctioning. The philips engineer has replaced the flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system will not boot. It freezes at 0:00. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem.